Manufacturer narrative:
Investigation summary: maquet completed the failure analysis investigation of this device. The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the seal was in the loader and the plunger was depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the reported failure "delivery tube stuck" is confirmed. A device lot history was performed, and there were no non-conformities that contributed to this failure mode. (B) (4)

Event description:
The hospital reported that during a coronary artery bypass procedure, the delivery tube stuck and the heartstring iii proximal seal unraveled. A new kit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.